Event description:
The customer requesting an english upgrade and states has a low volume issue. There was any pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.